Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of high discharge results or multiple shock button pressed to discharge. The logs did show that the only occurrences of when the shock button were pressed more than once was when the sync function was activated. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was incorrect and took multiple presses of the shock button to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.